Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the half-height cubie drawer in row d, position 4-1, was not operational. A field service engineer successfully powered down the station and reconnected the row board on the rowboard to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported that when using the pyxis medstation es system,it experienced a drawer malfunction. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.